Event description:
Patient monitor read a "flat line" for oxygen saturation (spo2), and the probe was unplugged and re-connected. The probe was removed from the patient and the pulse oximetry probe adhesive and electrode were noted to be separated.